Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the same cartridge and received a minimum fill notification despite the cartridge having 236 units of insulin. The customer loaded a new cartridge to resolve th issue. Customer¿s blood glucose level ranged from 180-181 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.